Event description:
Prior to placing a 2.6fr double lumen PICC (peripherally inserted central catheter) in ir (interventional radiology), the product was flushed and multiple holes in the catheter were identified. A new line was opened and utilized for placement without incident. Item information below 297161 picc2650c kit catheter 50cm 2.6 fr strl lf disp medline industries.

Event description:
Additional information received on 11/25/2025 for report mw5178452 to correct manufacturer.